Event description:
Caller alleged discrepant inratio inr result in comparison to the laboratory inr result. Results are as follows: date (B)(6) 2013, inratio inr 3.9, laboratory inr >20. The time between testing was less than three hours. Reportedly, the finger was "milked" after the finger stick. Additionally, the finger touched the sample well. The patient visited the emergency room for an unspecified reason, while at the emergency room the laboratory inr result was >20. The patient's coumadin was held and the patient returned home the same night. Therapeutic range was not provided for the patient. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
The device is expected to return however, has not yet been received. Investigation pending.